Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the a few days post implant that the right atrial (ra) lead exhibited gross undersensing. The patient  experience visible mid-line twitching of the patient stomach, possible diaphragm stimulation. The ra lead also exhibited bipolar lead impedance warning for out of range (oor) impedance. It was further report a about two weeks later that the patient was treated last week and looked good. The patient then had a baseline that was atrial fibrillation (af) with ventricular sensing. The patient was complaining of the jumping in the abdomen. A high output right ventricular (rv) lead testing did not correspond with jumping sensation. It was further reported that the patient experienced extracardiac muscle stimulation and the ra lead was dislodged. The physician decided to use a new lead as the physician felt that the patient inappropriately used their arm and dislodged the lead. The lead came back into the superior vena cava (svc) causing the extra cardiac muscle stimulation. Upon the lead extraction and visualization  the physician decided to use a new lead as there was some tissue engrained in the screw inhibiting proper helix movement. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.